Event description:
Information was received related to a study conducted outside of the u.s. Reporting that during the le mans study the was found to have restenosis of the stent at the four month follow up. The restenosis was successfully treated with angionplasty.